Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. After retraction of the gripper lever, it was observed that the anterior gripper arm failed to raise after multiple attempts at grasping. The observation was made while performing an independent grasp for the first time. The clip was retracted into the left atrium, where it was pulled back into the steerable guide catheter (sgc). The clip was replaced with a new xtw. A total of one clip was implanted, reducing mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. All available information was investigated, and the reported gripper actuation issue was confirmed via returned device analysis. The reported inability to grasp could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for inability to grasp the leaflets. The gripper actuation issue appears to be due to the observed broken gripper line and the broken gripper line appears to be due to multiple grasping attempts. There is no indication of a product issue with respect to manufacture, design, or labeling.